Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The performed multiple service visits and observed multiple ise data board errors. As a proactive measure the fse replaced tubing and mid standard reagent tubing. The fse determined the failure mode was due to faulty ise data controller board. The fse replaced the board to resolve all issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4). For erroneous results generated (B)(6) 2023, refer to (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erratic erroneous na and cl patient and quality control (qc)results. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.